Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician encountered placement difficulty during implant of the right ventricular (rv) lead. One day post implant, the patient presented with discomfort under the left breast that increased with higher pacing output of the rv lead. X-rays and an ultrasound were performed which confirmed a rv lead perforation. The physician repositioned the rv lead. When the physician attempted to reconnect the right ventricular lead to the implantable pulse generator (ipg), the wrench would not enter the grommet normally, nor would it turn the set screw despite several attempts. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.